Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for influenza a. A new sample was collected and tested on two different platforms (panther hologic and biofire) and yielded a negative result for influenza a. The result was released. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Although the specific root cause could not be identified, no systemic product problem was seen throughout the investigation. Possible contribution factors include potential cross-contamination or sample mix-up that could have occurred at the point of collection or running on the analyzer. Additionally, sample-to-sample variability can occur due to: when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Review of alleged run #2963 revealed a clear elevation characteristic of true pcr amplification for target 'flua'. Run 2963 shows a true positive pcr curve for target 'flua'. Optical data did not show any indications of significant disturbances that could affect the system's performance. Background and assay baseline levels are well within the expected range. No hardware-related contribution can be identified.